Manufacturer narrative:
Based on device history record review, the daily outgoing inspection and 2-hourly in-process inspection on safety activation failure passed. However, based on the machine history review, on 12 aug 2022, during production of bumped cannula batch 2216350, the cannula drum timing belt was changed for cannula bump machine cell 10 due to belt teeth wear. Based on the complaint trend on safety activation failure defect received for this same reported batch 2238464, this defect was most likely due to missing bump on the cannula. As part of the safety mechanism design, the cannula should have a bump above the cannula notch (refer to figure 1 in attachment a) to properly capture the needle tip between the v-clip and washer upon safety activation. Hence, the missing cannula bump resulted in the entire tip shield to detach from the needle during safety activation, and the washer most likely fell off the tip shield upon its detachment from the needle. The washer is designed to be loosely slotted into the tip shield and the cannula that is inserted through it could prevent it from falling off in a good part. Figure 1: good part ¿ cannula with bump above the notch. The cannula bump process, which is at a standalone station from the main assembly line, was reviewed. The process flow of the cannula bump process is as follows (refer to figure 2 in attachment a): production operator takes out unbumped cannulas (in bundle form) from paper box, then loads the cannulas into the material hopper. The cannula drum will singulate the cannula, the machine will bump the cannula and drop the bumped cannula into a cannula cup. When the cannula cups are full, the operator will put 4 cannula cups into a final container and paste it with an lp label for identification. Then, at the main assembly machine, the operator will load the bumped cannula into the hopper for the final assembly with the catheter unit to form the final product. Figure 2: cannula bump process flow at the cannula bump machine, there is a 100% vision inspection system to check for bump location and width, which can auto-reject cannula without bump or with bump width out of the specification. Review of the DHR showed that the bump width vision system is challenged every shift per mfg-089/d with no abnormality observed. With the vision inspection system in place, it was unlikely that the defect was caused by the cannula bump machine. Based on the machine history review, on 12 aug 2022, during production of bumped cannula batch 2216350, the cannula drum timing belt was changed due to belt teeth wear. It was suspected that the unbumped cannulas were cleared from the material hopper before performing this task. Based on the observation at the cannula bump station and the workstation nearby, there was only one type of cannula cup to contain the cannula. Hence, although the cannula cup was originally intended for bumped cannula only, the ts most likely used the same cannula cup to contain the unbumped cannulas that were cleared from the hopper during machine troubleshooting. This possibly caused a mix-up of the bumped and unbumped cannulas when the cannula cups containing the unbumped cannulas were inadvertently placed in the final container, which caused the unbumped cannulas to flow into the main assembly process. The bump profile difference on the bumped and unbumped cannula is hardly noticeable by naked eyes, which caused the mix-up to be difficult to detect by the operators during material transfer and loading. There was also no vision inspection system at the main assembly line to auto-reject parts without cannula bump. There was a CAPA# 8618771 that was initiated to address this nonconformance. The corrective action plan and effectiveness check plan will be established and implemented in the CAPA.

Event description:
Material#:386862 batch#:2238464. It was reported by customer that they noticed that the needle has not been locking when the IV is inserted. The nurse was stuck by a 20g needle that when pulled back did not engage. Not sure if this is everywhere or a certain batch of ivs. Verbatim: everywhere but 1p and 2s have noticed that the needle has not been locking when the IV is inserted. Xxx sent me the 20g photo as pictured above and one of my nurses sent me the 22g. My nurse was stuck by a 20g needle that when pulled back did not engage. Again not sure if this is everywhere or a certain batch of ivs. I will have to reach out to others. Additonal info from customer: (29-aug-2023) I have around 25 catheters that were pulled from the shelves of this unit. Lot #2238464. I met with the nurse yesterday and apparently this same thing happened with the needle essentially falling apart and metal pieces found in the bed about 5 times during the same day last week. Please send product label so I can return product. Thank you!

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety mechanism would not disengage. The following information was provided by the initial reporter: everywhere but 1p and 2s have noticed that the needle has not been locking when the IV is inserted. Xxx sent me the 20g photo as pictured above and one of my nurses sent me the 22g. My nurse was stuck by a 20g needle that when pulled back did not engage.